Event description:
It was reported via phone call that the customer was hospitalized on (B)(6) with a blood glucose of 70 mg/dl. Customer's current blood glucose is 72 mg/dl. Customer stated that she overcorrected for a high and she was high because she did not take any insulin. Customer stated that she is forgetful. Customer needed to insert and fill cannula, but she did not know what to do next. Customer stated that someone came home and called 911. Customer was lying down her head on the table. It was found that the customer had memory loss, stress in the last 3 months, and the customer thinks her sensitivity was at 50 and is now at 70. Customer was advised to monitor the pump.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.